Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated another alert for high out of range shock impedances was triggered. The values were greater than 150 ohms. At this time, the patient is expected to be seen by their electrophysiologist. A lead revision may occur, but no interventions have been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in shock impedances on the right ventricular (rv) lead. Recently, the values became out of range at values greater than 125 ohms. At this time, the products remain in service. The alert limit was increased and the patient is being monitored. No adverse patient effects were reported.